Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: contamination was found underneath all of the button contacts. The up, down, and ok button contacts were misaligned. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the keypad button contacts were contaminated and misaligned. This report is made based on results of investigation completed on (B)(6) 2015.